Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
B3: (B)(6) 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported after performing a surgical tracheostomy, the cuff pressure tended to drop easily, and the alarm of the automatic cuff pressure monitor went off several times. After a change in position, there was also voice leakage, so the tube was replaced with a new one two and a half hours after placement. After removal, when the tracheostomy tube was immersed in water for inspection, air leakage was observed from the upper part of the cuff. This occurred during patient use. There was no reported patient harm/adverse event.